Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. The reported failure is considered out of specification as the reported failure was reproduced. The product was used for patient treatment or diagnosis. The product had caused the reported failure. A potential root cause could be lumen compromised by a puncture or cut. Visual evaluation of the returned sample noted one opened (without original packaging), 3-way temperature sensing catheter with cut portion of inlet tubing. Visual inspection noted that the temperature wire was cut upon receival of sample. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution immediately went into the drainage lumen at bifurcation and created lumen to lumen leak. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter was inserted in the operating room and the patient was transferred to the ward after surgery. On the next day, when the patient leaned over for wiping, the balloon fell out. When the customer put the sterilized water in the balloon and checked it, it swelled for the time being, but there was a possibility of a pinhole.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter was inserted in the operating room and the patient was transferred to the ward after surgery. On the next day, when the patient leaned over for wiping, the balloon fell out. When the customer put the sterilized water in the balloon and checked it, it swelled for the time being, but there was a possibility of a pinhole.